Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a no image issue. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on cable pins, dirt on switch unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. The cause of the additional finding "corrosion on cable pins" is traced to component failure. The cause of the additional finding "dirt on switch unit" is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.